Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This event was reported to the FDA under mw5102939. It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two 400cc mentor memorygel breast implants experienced depression, anxiety, migraines, headaches, thyroid issues, dry eyes, fatigue, decreased immunity, breast pain, weight loss, flu like symptoms, fevers, joint pain and dying feeling post procedure. As a result, patient underwent bilateral removal and no replacements on (B)(6) 2019. This medwatch form is for the left breast prosthesis.